Event description:
Air embolism occurred during an autotransfusion procedure with the brat2 machine. Reinfusion was performed with direct connection to the pt from the brat2 (via a blood warning device) and with pressurization of the reinfusion bag. No air removal of air detection device was in use during the reinfusion procedure.